Event description:
It was reported that the implants were input into the pt's body sometime in 2005. This was the primary operation. Nine months after, the implants were found broken inside the pt's body. The implants were explanted two months later and it was found that one main screw and one assistant screw were broken.